Event description:
It was reported by the rep that the device was used during a laparoscopic gastric bypass. It was reported the inner gasket seal torn on three 12mm trocars, one 10mm trocar and one 18mm trocar. There was no consequence to the pt.